Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/20/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that during patient use (on three different patients) the autopulse platform (s/n) (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer reported that the autopulse displayed ua 7 on their last three patients, three different dates. The customer was able to clear the ua 7 and continue using the autopulse. There is no report if the user was unable to clear the ua 7 on the last patient, when this was reported. Attempt for additional information has been requested on 1/20/2016 and 02/11/2016. At the time of this report, there has been no reply received of the requested additional information. The two additional events are reported in 3010617000-2016-00079-ccr (B)(4) and 3010617000-2016-00080-ccr (B)(4).

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no visible damage to the platform a review of the platform archive log showed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on the reported date of (B)(6) 2016. During testing the device failed load cell characterization check. Further testing showed that the load cell slider on load cell 2 was not seated properly. Load cell 2 slider was reseated to remedy the error message. Repeated the load cell characterization check and the platform passed the check. In summary, the customer's reported complaint of autopulse displaying ua 7 was confirmed during archive review and functional testing. The root cause for this error message was the load cell 2 was not seated properly. After reseating the slider, ran the platform with lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 15 minutes without exhibiting any error messages. The autopulse platform passed all final testing criteria.